Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to intensive care unit and passed away on (B)(6) 2019 due to diabetic coma. It was reported that the customer was not feeling fine on friday and was not responding. It was reported that the ambulance was called they brought her to the hospital. It was reported that the customer went in to coma and was found unconscious and her heart which affected everything. It was reported that the customer had high blood glucose levels of 90 mmol/l at the time of incident. It was reported that the customer was wearing the insulin pump, but the needle was outside of her body. It was reported that the last time the customer wore the insulin pump was on saturday (B)(6) 2019. It was reported that the insulin pump was missing. Product is not expected to return.